Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient could feel a "bumping/thumping" sensation or "spasm" on the left side. At an in-off ice check-up, the medical equipment company representative replicated the sensation and stated it could be corrected. The sensation is now happening again. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.